Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced urinary frequency, urge incontinence, and urinary tract infection.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, endometriosis, dysmenorrhea, dyspareunia, cystocele, rectocele, and uterine fibroid, and mesh was implanted. It was reported that the concurrent procedures of laparoscopically assisted vaginal hysterectomy and a & p repair were conducted at this time. It was also reported that a diagnostic laparoscopy was done on (B)(6) 2009. It was further reported that on (B)(6) 2009 the patient underwent bilateral salpingo-oophorectomy and cystoscopy with bilateral stents to treat pelvic pain, dyspareunia, adhesions, and a left ovarian cyst. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence and an obturator sling was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.